Event description:
The physician reported that when the subject was prepared and inspected, the balloon had a leak and cannot be inflated. The procedure was a brain aneurysm embolization of an anterior communication (a-com) lesion. The physician reported that the procedure was completed with another device of the same type and that there was no patient complications.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned or further significant information is found, a supplemental report will follow.